Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Per results of investigation, carefusion certified service technician was able to duplicate customer¿s reported problem. The ventilator failed initial final test for non-conformance with measured peep at palmtop ventilator pressure performance test. Replaced exhalation module and unit passed all testing.

Event description:
The customer reported model palmtop ventilator revel failed to deliver accurate peep. When set at 5 delivers 1-2. No further information was provided regarding patient involvement or allegation of patient harm.